Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controller has been received and is awaiting further analysis. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) specifically warn to protect the driveline from possible contamination during implant. While there is no evidence based on the available information, it may be possible that the driveline became contaminated during the implant procedure. Device remains implanted.

Event description:
It was reported that the patient experienced an electrical fault in the controller. A preliminary analysis of the log files confirmed a new electrical fault. The patient had a previous cleaning procedure of the driveline and this event was another occurrence. The field service engineer (fse) from the manufacturer responded to the facility and visually inspected the driveline. Upon inspection he noticed contamination within the driveline lumens, on the connector and on three (3) of the pins. The fse performed a cleaning procedure per the manufacturer's guidelines which required the patient to be disconnected from the controller three (3) times for approximately sixty (60) seconds each time. The patient reportedly tolerated the pump stoppage very well. The driveline remains implanted so it will not be returned to the manufacturer for evaluation. The controller was exchanged. The fse visually inspected the driveline and controller. Observation showed a cloudy, white residue within the inner lumen of the driveline with four (4) of the six (6) lumens affected. Observation also showed visual contamination within the driveline connector and the controller connector that was dried and sticky with a greenish color, also three (3) of the pins on the driveline connector were completely blackened. The fse was also able to reproduce the electrical faults by moving the driveline connector. The controller was returned testing is not complete.